Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7148647. UDI: (B)(4).

Event description:
It was reported that the patient was not receiving adequate coverage over pain areas. Imaging confirmed that one of the leads had shifted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.